Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy for almost a year. Patient stopped charging the ipg and eventually leading to ipg being inoperable. Company representative interrogated the device and found it was unable to communicate with external devices. To address the issue patent underwent surgical intervention where ipg was explanted and replaced with a competitor's device.